Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture, baker grade IV", "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, seroma-late.

Event description:
Patient reported left side capsular contracture baker grade IV. Patient later reported "lot of pain", "recalled implant", "trace physiological fluid" and "multiple deep folds." Patient reported left side capsular contracture baker grade IV. Patient later reported "lot of pain", "recalled implant", "trace physiological fluid" and "multiple deep folds."

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
The device has been explanted.

Event description:
Patient reported left side capsular contracture baker grade IV. Patient later reported "lot of pain", "recalled implant", "trace physiological fluid" and "multiple deep folds." Patient reported left side capsular contracture baker grade IV. Patient later reported "lot of pain", "recalled implant", "trace physiological fluid" and "multiple deep folds." The device has been explanted.

Event description:
Patient reported left side capsular contracture baker grade IV. Patient later reported "lot of pain", "recalled implant", "trace physiological fluid" and "multiple deep folds." The device has been explanted and was not replaced.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Anxiety-product/procedure:unable to observe as it is a medical event that is not related to the device. Seroma-late:unable to observe as it is a medical event that is not related to the device. Crease folding of implant: unable observe crease on implant it is not possible to determine the lot number or catalog through the photos provided.